Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
On (B)(6) 2014 original surgery: total knee replacement. Patient was complaining of pain, revision total knee replacement was completed. Cement did not bond to femur or tibia (from original placement). No patient injury or surgical delays reported. No patient injury or surgical delays reported. No patient injury or surgical delays reported. Two components involved: (B)(4) vega ps tibal plateau cemented t4 batch/lot number: 51931516. (B)(4) vega ps femoral comp. Cemented f4r batch/lot number: 51687796.

Manufacturer narrative:
Manufacturing site evaluation: components received for evaluation: nx057z - as vega ps tibia plateau t4 / batch number 51931516 / manufacture date 04/30/2013. Nx030z - as vega ps femur component f4r / batch number 51687796 / manufacture date 10/27/2013. X-rays / scans were not provided for review. The implant components loosened. The time of loosening is not clear. The doctor ensured no infection. There is cement on approximately 50% of the tibia's undersurface. The inner surface of the femur component exhibits approximately 2 square cm of bone cement on the medial-dorsal surface. A loosening at the implant-cement interface can theoretically be caused by a problem with either the surface, the cement or factors during surgery. There are no other complaints for devices from these batches. The manufacturing documentation was reviewed and there were no indications for a manufacturing or material defect. The surface of the tibia and femur components appear to be uniform. The tibia component underside exhibits bone cement stuck to the surface which shows that the cement was able to stick to the surface. Under the medial side, the cement exhibits a gap to the tibia component. Upon pressing the cement down toward the implant surface, the cement springs back up into this position. This indicates tha the cement dried in this position, which is user error. The femur component inner surface exhibits bone cement stuck to the surface which shows that the cement was able to stick to the surface. The bone cement layer appears to be rather thin. It is apparent that the bone cement has stuck to the surface of both the tibia and femur components. The cementing problem is apparent on 2 different devices from 2 different batch numbers indicates that the cause is user related and not manufacturing related. It appears that the bone cement dried without compression and therefore dried with a gap to the implant surface. The implants were therefore loose directly after surgery which explains the pain throughout the whole 18 month post-operative period. Corrective / preventive action(s) are not necessary.